Event description:
The customer reported that the bedside monitor alarm is not sounding for a pt value outside of the preconfigured parameter. The alarm is being sent to the central station. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the bedside monitor alarm is not sounding for a pt value outside of the reconfigured parameter. The alarm is being sent to the central station. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.